Manufacturer narrative:
Product complaint # ==> (B)(4). Patient weight was not provided. Initial reporter occupation: clinical inventory specialist. The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3008680601-2018-00560.

Event description:
As reported by a healthcare professional, during a pulserider stent-assisted coil embolization of a 10x9x6.29mm neck carotid terminus aneurysm, the 3mm 8mm arch pulserider t (201d/w3255-09) aneurysm neck reconstruction device (anrd) stuck to the prowler select plus 150/5cm (606s255x/17647637) microcatheter while unsheathing the pulserider into the microcatheter and the microcatheter moved from intra-aneurysmal to into the carotid artery. The prowler select plus microcatheter was ¿sticky¿ and the pulserider became locked in the microcatheter and could not be positioned to be detached. The pulserider anrd and prowler select plus microcatheter were removed as a unit. The coils remained stable within the confines of the aneurysm during the event. The target site was successfully treated with coils without use a pulserider device. No further actions were taken. The surgery was not delayed due to the event. No patient complications occurred as a result of the event. The products did not appear damaged in any way. The products were prepped and used according to the instructions for use (IFU). The user verified that the introducer was fully seated and secured in the microcatheter hub. An adequate continuous flush was maintained through the catheter. The user did not apply excessive force at any time during the case. The products were discarded and are thus not available for evaluation. No further information was provided.

Manufacturer narrative:
Product complaint # (B)(4). As reported by a healthcare professional, during a stent-assisted coil embolization of a wide-neck carotid terminus aneurysm, the 3mm 8mm arch pulserider t (201d/w3255-09) aneurysm neck reconstruction device (anrd) could not be released or delivered when the prowler select plus 150/5cm (606s255x/17647637) microcatheter was withdrawn. It was reported that ¿while unsheathing the pulserider, instead of staying in the aneurysm as the microcatheter came back, so did the pulserider¿. The pulserider was ¿stuck¿ in the microcatheter and ¿came back¿ during deployment despite maintaining forward force on the delivery wire. It was also reported that there was ¿perhaps some¿ resistance felt advancing the pulserider through the microcatheter. The physician also had difficulty withdrawing the pulserider back into the microcatheter, requiring that the devices be removed as a unit from the patient. The coils remained stable within the confines of the aneurysm during the event. The physician decided to abort placement of a pulserider device, and the target aneurysm was successfully treated with coils. No further actions were taken as the physician felt that the aneurysm was adequately coiled. No patient complications occurred as a result of the event. The surgical delay was not considered clinically significant. No visible product damage was noted. It was reported that the products were prepped and used according to the instructions for use (IFU). The user verified that the introducer was fully seated and secured in the microcatheter hub. There was an adequate and continuous flush maintained through the microcatheter. The user had not applied excessive force at any time. The aneurysm was 4-5mm with a 3mm neck. The branch artery angles were approximately 90° relative to the axis of the parent vessel artery. As indicated in the instructions for use (IFU), the pulserider and prowler select plus microcatheter were carefully advanced as a unit until the microcatheter tip was positioned just proximal to the aneurysm neck and at the level of the vessel bifurcation. The delivery wire and microcatheter were gently pulled back until the excess slack was removed and the tip of the microcatheter began to move, and this step was continued until proper until required orientation was achieved. The device was rotated as it was being retracted and advanced without rotation to minimize stored energy in the delivery wire during deployment. The device was not torqued or rotated with the distal section deployed. The delivery wire was held stationary while withdrawing the microcatheter. The pulserider had been recaptured successfully about 1-2 times, and the recapture was performed as per the IFU by advancing or retracting the microcatheter to sheath the implant into the microcatheter lumen. The stent had not been deployed beyond the recapturability limit listed in the IFU. No further information could be obtained. The prowler select plus was not returned for evaluation. A review of the manufacturing documentation associated with this lot revealed that two units were rejected and may be associated with the type of failure mode as reported in the complaint. However, the device history record review confirmed that the rejected units were properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. Catheter resistance/obstructed is a known potential failure associated with the use of the device. The IFU contains several cautions relating to this situation, including instructions for troubleshooting the situation should it be encountered during use. With the limited information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the device history record review, there is no indication that the event is related to the manufacturing process of the unit. Assignment of root cause for the event remains speculative and inconclusive, based on the minimal information provided; however, it is possible that clinical and procedural factors, including aneurysm/vessel characteristics and device manipulation, may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. This is one of two products involved with the complaint and the associated manufacturer report numbers are 1226348-2018-00759 & 3008680601-2018-00560.

Manufacturer narrative:
Product complaint #: (B)(4). As reported by a healthcare professional, during a stent-assisted coil embolization of a 10x9x6.29mm neck carotid terminus aneurysm, the 3mm 8mm arch pulserider t (catalog #: 201d/lot #: w3255-09) aneurysm neck reconstruction device (anrd) stuck to the prowler select plus 150/5cm (catalog #: 606s255x/lot #: 17647637) microcatheter while unsheathing the pulserider into the microcatheter and the microcatheter moved from intra-aneurysmal to into the carotid artery. The prowler select plus microcatheter was ¿sticky¿ and the pulserider became locked in the microcatheter and could not be positioned to be detached. The pulserider anrd and prowler select plus microcatheter were removed as a unit from the patient. The coils remained stable within the confines of the aneurysm during the event. The target site was successfully treated with coils, without use a pulserider device. No further actions were taken. The surgery was not delayed due to the event. No patient complications occurred as a result of the event. The products did not appear damaged in any way. The products were prepped and used according to the instructions for use (IFU). The user verified that the introducer was fully seated and secured in the microcatheter hub. An adequate continuous flush was maintained through the catheter. The user did not apply excessive force at any time during the case. No further information was provided. The prowler select plus was not returned for evaluation. A review of the manufacturing documentation associated with this lot revealed that two units were rejected and may be associated with the type of failure mode as reported in the complaint. However, the device history record review confirmed that the rejected units were properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. Catheter obstructed is a known potential failure associated with the use of the device. The IFU contains several cautions relating to this situation, including instructions for troubleshooting the situation should it be encountered during use. With the limited information available and without the product available for analysis, the reported customer complaint could not be confirmed. Based on the device history record review, there is no indication that the event is related to the manufacturing process of the unit. Assignment of root cause for the event remains speculative and inconclusive, based on the minimal information provided; however, it is possible that procedural and handling factors, including device manipulation, may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. This is one of two products involved with the complaint and the associated manufacturer report numbers are 1226348-2018-00759 & 3008680601-2018-00560.

Manufacturer narrative:
Product complaint #: (B)(4). Corrected sections: d3, g1, h6 (conclusion): remove code "known inherent risk of device" (22). E-mail notification was received on 24-apr-2019 indicating that complaint (B)(4) (MFR #'s 3008680601-2019-00561 & 1226348-2019-00888) is a duplicate of this complaint event. All relevant and available information received under complaint (B)(4) will be reported in this MDR report submission. Additional information received on 13-apr-2019 via related complaint (B)(4) indicated that the pulserider implant could not be released or delivered when the prowler select plus microcatheter was withdrawn. It was reported that ¿while unsheathing the pulserider, instead of staying in the aneurysm as the microcatheter came back, so did the pulserider.¿ the pulserider was ¿stuck¿ in the microcatheter and ¿came back¿ during deployment despite maintaining forward force on the delivery wire. It was also reported that there was ¿perhaps some¿ resistance felt advancing the pulserider through the microcatheter. The physician also had difficulty withdrawing the pulserider back into the microcatheter, requiring that the devices be removed as a unit from the patient. The coils remained in the aneurysm as the devices were removed. The physician felt that the aneurysm was adequately coiled. The complaint pulserider was not deployed in the patient. The devices did not appear damaged at any time and an adequate and continuous flush was maintained. The physician did not apply undue force when handling the devices. The event did not result in a clinically significant procedural delay. The aneurysm was 4-5mm with a 3mm neck. The branch artery angles were approximately 90° relative to the axis of the parent vessel artery. As indicated in the instructions for use (IFU), the pulserider and prowler select plus microcatheter were carefully advanced as a unit until the microcatheter tip was positioned just proximal to the aneurysm neck and at the level of the vessel bifurcation. The delivery wire and microcatheter were gently pulled back until the excess slack was removed and the tip of the microcatheter began to move, and this step was continued until proper until required orientation was achieved. The device was rotated as it was being retracted and advanced without rotation to minimize stored energy in the delivery wire during deployment. The device was not torqued or rotated with the distal section deployed. The delivery wire was held stationary while withdrawing the microcatheter. The pulserider had been recaptured successfully about 1-2 times, and the recapture was performed as per the IFU by advancing or retracting the microcatheter to sheath the implant into the microcatheter lumen. The stent had not been deployed beyond the recapturability limit listed in the IFU. No further information was provided. Additional information will be submitted within 30 days of receipt. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. This is one of two products involved with the complaint and the associated manufacturer report numbers are 1226348-2018-00759 & 3008680601-2018-00560.